Event description:
Rep reports that "the eds 3 drain stopped exhibiting flow into the drip chamber. To troubleshoot the system. I first lifted the drain up to see if I could visualize the top of the csf fluid column inside the tubing, in the section of the tubing before the drip chamber. I could not visualize the top of the fluid column using this standard troubleshooting step. Next, I opened the stopcock below the drip chamber and the fluid drained from the drip chamber to the collection bag, which suggestd to me that there was no problem with the drip chamber air vent. As a final step, I attached a syringe to the stopcock that is before the drip chamber and tried to force fluid into the drip chamber. I could not get fluid into the drip chamber. But when I applied a significant force to the syringe, a leak developed where the tubing enters the small white plastic cylinder above the drip chamber.